Event description:
It was reported that the presented with respiratory failure and heart failure, the patient had been transferred from another hospital. Loss of left ventricular capture was noted, fluoroscopy revealed the lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).